Manufacturer narrative:
The contaminated components were replaced (B)(6) 2017 and not in (B)(6) 2017 as previously reported. The system was tested and confirmed to operate with specification. (B)(4). (Exemption #e2015032).

Manufacturer narrative:
The company representative observed marks consistent with a dried saline like residue in multiple components inside of the a5 which was the cause of the "smoke". The customer was advised not to put liquid on top of the a5. The contaminated components were replaced. The system was tested and confirmed to operate with specification. (B)(4). (Exemption #e2015032).

Event description:
The customer reported that during the start up test the a5 anesthesia delivery system emitted "smoke". The system would not start up. No patient was involved.